Event description:
It was reported to boston scientific corporation on (B)(6) 2012, a cre balloon dilatation catheter was used during an esophageal dilatation procedure. The procedure was performed on (B)(6) 2012. According to the complainant, during preparation, the balloon was inflated to test it prior to the procedure. A pinhole was found in the balloon material. It was reported that a second cre balloon was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Investigation results visual and functional evaluation of the device was performed; inflation revealed the balloon portion of the device to have a pinhole. No damage was noted to the catheter of the device. The complaint that the balloon had a hole in it was confirmed. The hole was noted during preparation, therefore it is most likely that this failure occurred due to handling of the device or contact of the balloon with a sharp exterior source during preparation. Therefore, the most probable root cause for this complaint is handling damage. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Manufacturer narrative:
Patient age, gender, and weight are unknown. However, it was reported the patient is over 18 years. (B)(4). Pinhole in balloon material. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6), 2012 that a cre balloon dilatation catheter was used during an esophageal dilatation procedure. The procedure was performed on (B)(6), 2012. According to the complainant, during preparation, the balloon was inflated to test it prior to the procedure. A pinhole was found in the balloon material. It was reported that a second cre balloon was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.